Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-mar-2023. H6: investigation summary customer returned (15) used pen ndl 32ga 4mm pro pen needle loose. It was reported by the consumer that about 4-6 pen needles from each box clog during priming. All returned pen needles was visually examined using magnification and found 10 npe bent, 4 pe broken and one without any damages. Pen needles were clogged during priming due to non-patient end was broken/bent. As the samples return were open root cause cannot be determined. Hence, the alleged issue could be confirmed based on the samples retuned for the investigation. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm the needle was unable to be primed. This occurred with about 6 each of an unknown lot# and lot# 2145629. The following information was provided by the initial reporter: consumer reported during flow check insulin not coming out clogged about 4-6 each box.

Event description:
It was reported that during use with bd nano¿ 2nd gen pen needles 32g x 4mm the needle was unable to be primed. This occurred with about 6 each of an unknown and lot# 2145629. The following information was provided by the initial reporter: consumer reported during flow check insulin not coming out clogged about 4-6 each box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 2145629. Medical device expiration date: 31-may-2027. Device manufacture date: 25-may-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.